Manufacturer narrative:
A review of the complaint revealed that disinfection and glove change were not performed before hemostasias. The vascade mvp will not be returned for evaluation as the device was discarded by the user facility. There is no evidence of a device malfunction. The exact cause of the reported event cannot be determined; however, the anatomy of the patient cannot be ruled out as a contributory factor. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."

Event description:
The patient underwent unspecified procedure using the vascade mvp inserted into a short sheath to achieve hemostasis. The sheath that was used for the non-groin area, was reused for vascade. The physician reported that the vascade was used on a thin patient and a small portion of the collagen was visible at the skin surface and was pushed back in using forceps. Approximately one week post-procedure, the wound was still slow to heal, and the presence of purulent drainage suggested a possible local infection. Antibiotic ointment was applied to the affected area for treatment. The patient is reportedly doing well.